Event description:
Cut rate 2000. Dr was using 25 gauge and he felt like it was not cutting as it should. While pulling in vitreous, it pulled in retina and damaged retina.

Manufacturer narrative:
Risk management at hospital states that they are unsure if the vitreous cutter was saved. If it was retained, it is being held by the hospital and will not be returned to the manufacturer for evaluation at this time. Risk management declined providing additional info including pt info at this time.